Event description:
The hospital reported that during preparation for the evh procedure, it was identified that the image was cloudy. A replacement unit was used to complete the procedure. The hospital did not report any patient involvement or complications.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.